Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Exact event date not provided, event occurred (B)(6) 2016.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not completely closing and some of the clips were scissoring as well. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch # m91651. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.